Event description:
The user went to the clinic reporting that he suddenly stopped hearing with the device on (B)(6) 2021. The user has been explanted on (B)(6) 2022. The clinic is planning for re-implantation on the contra-lateral side.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for medical reasons. According to the information received from the field, the recipient suffered from a sudden loss of hearing perception with the device. Diagnostic imaging shows that an infectious process is involving the middle ear and its complications, including possible involvement of the bony inner ear and partial electrode array migration. Therefore, the lack of hearing perception is likely due to the reported device-unrelated medical problem, i.e. Chronic ear infection. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user went to the clinic reporting that he suddenly stopped hearing with the device on (B)(6) 2021. The clinic is planning for re-implantation on the contra-lateral side.

Manufacturer narrative:
Additional information: according to the information received from the field, the recipient suffered from a sudden loss of hearing perception with the device. Diagnostic imaging shows that an infectious process is involving the middle ear and its complications, including possible involvement of the bony inner ear and partial electrode array migration. Therefore, the lack of hearing perception is likely due to the reported device-unrelated medical problem, i.e. Chronic ear infection. Revision surgery is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user went to the clinic reporting that he suddenly stopped hearing with the device in (B)(6) 2021. No accident or trauma has been reported. In addition, the user had a middle ear infection since (B)(6) 2021 and he was under treatment (gentamicin 0.3%). A revision surgery has been suggested.